Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the cubies were locked. The customer stated that this malfunction occurred while dispensing the xanax 0.25mg medication. Also mentioned that user can see the medication, but it indicated as there was not enough in the cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies with xanax were locked. A technical support specialist (tss) instructed the customer on what could be done. The system functioned as intended after the technical support specialist guided the customer.